Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test and bolus delivery, no motor error alarms occurred. However the insulin pump had a loud motor noise during rewind due to faulty motor. The insulin pump passed the operating currents. No unexpected off no power anomaly noted. The insulin pump had a cracked case above corners of display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had an off no power alarm, experiencing high blood glucose, absence of no delivery alarm, and motor error alarm. The blood glucose at the time of the incident was 440 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer was sent a tubing clamp to complete troubleshooting. The customer called back to complete the high pressure test and it failed. While running the test the pump alarmed motor error, no delivery, and off no power. The insulin pump will be returned for analysis.